Manufacturer narrative:
The customer reported problem was confirmed a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8100 sn: (B)(4) customer stated that he receives this error code know matter what side the 8100 is on. I asked the customer do the 8100 errors as soon as you connect to the 8015. The customer stated yes. I explain to the customer that he may needs to replace the logic board in order to correct this problem. The customer said ok and ended the call. Failure device type: failure problem type: failure mode: case resolution: I asked the customer do the 8100 errors as soon as you connect to the 8015. The customer stated yes. I explain to the customer that he may needs to replace the logic board in order to correct this problem. The customer said ok and ended the call. Ref: (B)(4).